Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the mini vision stent implant had dislodged before use and was found on the backtable. Reportedly, there was no patient involvement with ths product. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info; however, the device was not returned for analysis. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. The stent outer diameter is verified at the time of manufacture and units in this lot were all well within the required specification. However, without the device to examine, no determination can be made as to the root cause of the stent dislodgement.